Manufacturer narrative:
The abbott technical representative assisted the customer with troubleshooting the issue and determined that the cuvettes were overflowing. During the subsequent site visit by the abbott field service representative (fsr), a clog from the high concentration drainage "y" joint of needle #1 of the cuvette washer was removed. Return testing was not completed as returns were not available. A review of the architect, serial number (sn) (B)(6), service history, revealed no additional erratic or discrepant patient results reported after the part was cleaned. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c8000 systems found no systemic issues or trends for erratic/discrepant results. A historical data review for the manifold, high conc waste, part number 7-204749-01 revealed no trends. The architect system operations manual and the architect c8000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to, replacing the high concentration waste manifold. Based on the investigation no product deficiency was identified for either the architect, sn (B)(6), or the manifold, high conc waste, part number 7-204749-01.

Manufacturer narrative:
Complete information for patient information, patient identifier = (B)(6). There was no additional patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium result on one patient on the architect analyzer. The results provided were: on (B)(6) 2019 (B)(6) sodium initial = 175.4 meq/l/ repeat = 136.9meq/l. The sample was retested on the architect c4000 and the second result was valid. There was no reported impact to patient management.